Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a failed battery alarm. The customer¿s blood glucose level was 239 mg/dl. The troubleshooting was performed for failed battery test and the issue was not resolved. The customer was advised to monitor the pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.